Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and endometritis ('endometritis') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included arthritis, carpal tunnel syndrome, suprapubic pain, urinary frequency, left lower quadrant pain, right lower quadrant pain and amenorrhea. Concurrent conditions included morbid obesity, hot flashes, urine osmotic pressure increased, abdominal bloating, stomach pain, headache, irregular menstrual cycle, perineal pain, dysfunctional uterine bleeding, dizziness, nausea, leiomyoma nos and photophobia. Concomitant products included cefalexin (keflex) for infection as well as clarithromycin (macrobid) and progesterone. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - urinary tract infection") and dysuria ("bladder or urinary problems or changes dysuria"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), back pain ("low back pain"), abdominal pain ("abdominal pain") and haemorrhage ("blood loss"). The patient was treated with antibiotics, clarithromycin (macrobid) and surgery (robotic laparoscopic hysterectomy (full) with bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease and endometritis outcome was unknown and the pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, fatigue, weight increased, dysuria and haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dysuria, endometritis, fatigue, haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Right: there were 4 coils that were noted out of the ostia. Left: there were 5 coils were noted out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan - on an unknown date: us normal, essure in place. Acute pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, vaginal hemorrhage, fatigue, back pain, dysuria, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: pelvic inflammatory disease, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received: essure removal date and surgeries were added. Events: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, dysmenorrhea, fatigue, weight gain, dysuria, back pain, abdominal pain, pelvic pain, pelvic inflammatory disease, endometritis, device monitoring procedure was not performed were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Reporter causality comments were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.